Event description:
It was reported "in use, air leakage occurred, so changed to other tube." "When a nurse checked the used tube, air leakage did not occur; no patient injured."

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the endotracheal tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.